Event description:
The user facility reported that the tr band 2 was used for radial access closure. The trb2 would not hold air as per staff. A second trb2 was used for hemostasis. The patient was in stable condition as per staff. The radial access procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 18 may 2023: the volume of air inserted into tr band was unknown. The amount of time noted by staff post procedure when tr band unexpectedly lost pressure was unknown. No noticeable damage to device was observed. It was unknown is the device was manipulated in any way pre-use or during storage. The product was stored at cath lab room temperature inside a cabinet.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to patient privacy; a2: age & date of birth: requested, not provided due to patient privacy; a3: patient sex: requested, not provided due to patient privacy; a4: weight: requested, not provided due to patient privacy; a5: ethnicity: requested, not provided due to patient privacy; a6: race: requested, not provided due to patient privacy; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.1 to acknowledge that this report was a duplicate of MDR 1118880-2023-00185, there for this MDR 1118880-2023-00272 is not needed and should be disregarded. Please see MDR 1118880-2023-00185 for the details of the actual case.